Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report an issue with the right ventricular (rv) lead and it had to be replaced the day after implant. A follow up with the patient¿s healthcare provider yielded that the rv lead had dislodged after implant. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.